Event description:
It was reported to philips that device failed to turn on due to hard disk read error on a allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare part and cr2032 battery, reinstalled the flexvision software, and restored the device to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)